Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the hospital for a routine device change out when externalized conductors were observed via diagnostic imaging. Lead was tested and observed with no anomalies detected. Physician elected to leave the lead implanted and active.